Manufacturer narrative:
Additional data: b5, d4, h4. H6 coding has been updated to reflect additional information received.

Event description:
It was further reported that the patient experienced pain and numbness.

Event description:
It was reported that a patient was revised approximately two weeks post-operatively to address a xia serrato polyaxial screw that migrated.